Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was no working properly. Two weeks later a total replacement surgery was performed in which a cylinder tear was found. The cause of the cylinder tear was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually examined and microscopically tested. Both cylinders had holes by the proximal end of the cylinder body which was the result of input tube wear; no damage was found within the inner tubing. No leaks were found for these components. The pump was visually examined and functionally tested. No anomalies or leaks were found; however, the pump failed the activation test. Based on the information available and analysis results, the cylinder tear could not be confirmed but the activation problem identified in the pump could have caused or contributed to the reported clinical observation of mechanical problems.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was no working properly. Two weeks later a total replacement surgery was performed in which a cylinder tear was found. The cause of the cylinder tear was not detailed by the hospital. No patient complications were reported.